Event description:
Per the report submitted to acist medical systems, inc., air was not injected into this patient and no adverse event is associated with this complaint report. During an interventional procedure, the physician noticed air around the manifold spring (entry from cap). He replaced the [bt2000] kit and again noticed air in the same location on the second bt 2000 kit. The air reportedly moved up the 2.5" line and high pressure tubing toward the air column detect sensor during small "puff" injections. The physician determined to continue using the system for another 5+ hours. Notwithstanding the observation of air entering the patient manifold assembly and its detection by the air column detect sensor.